Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the syringe 0.5ml 31ga 8mm 10bag 500 pl/wg barrel, and the plunger couldn't be pressed in. The following information was provided by the initial reporter, "consumer reported found foreign matter within the barrel looks like hard clear plastic. Can't press the plunger to the top, but was able to fill syringe with lantus and expel the lantus out of it. Plastic still seen inside."

Event description:
It was reported that foreign matter was found in the syringe 0.5ml 31ga 8mm 10bag 500 pl/wg barrel, and the plunger couldn't be pressed in. The following information was provided by the initial reporter: "consumer reported found foreign matter within the barrel looks like hard clear plastic. Can't press the plunger to the top. But was able to fill syringe with lantus and expel the lantus out of it. Plastic still seen inside".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9301568. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint.